Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information indicates that the lead checked out fine and no surgical intervention was performed.

Event description:
Additional information became available that high out of range shock impedances have once again been seen on this lead. To date, the lead remains implanted and the physician plans to monitor the patient for now, no interventions done or planned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a right ventricular lead high out of range shocking impedance of greater than 125 ohms. To date, there have been no adverse patient effects reported.